Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 504 mg/dl at the time of the incident. The customer had symptoms such as nausea. The customer treated with syringes. The customer mentioned a crack where the battery is located. The customer reported that the drive support cap was protruded. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.